Event description:
It was reported that following the implant of a transcatheter valve, in the patient's native annulus using a medtronic guidewire, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs), and the valve was under-expanded due to calcified leaflets. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Subsequently, an unspecified intervention was required. It was further noted that a 1.5-hour procedural delay occurred as a result of the event. Per the physician, the patient's calcified anatomy contributed to the dislodge. Additional information was received to report a second dcs and loaded valve were inserted into the patient and advanced to the heart; however, the dcs was unable to cross through the dislodged valve. The second dcs and valve were withdrawn from the patient. Additional information was received that the implant depth of the first valve following dislodgement was just above the sinotubular junction (stj). As the nose cone of the dcs entered the outflow of the dislodged valve it would not make the turn to pass through the dislodged valve. The cause of the procedure delay was the second valve implant attempt and the physician consultation before making the decision to abort the procedure. One week later the transcatheter valve was removed without difficulty and replaced with a 25 mm non-medtronic (inspiris) surgical valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 12-mar-2026, UDI#: (B)(6) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, in the patient's native annulus using a medtronic guidewire, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs), and the valve was under-expanded due to calcified leaflets. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Subsequently, an unspecified intervention was required. It was further noted that a 1.5-hour procedural delay occurred as a result of the event. Per the physician, the patient's calcified anatomy contributed to the dislodge.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data; the information was available at the time of initial medwatch submission, but was erroneously omitted from the report: d. Suspect medical device full UDI# system reported device full UDI#: (B)(4) d10. Another relevant device used during the procedure: brand name: d-evolutfx-2329; product ID: d-evolutfx-2329; lot #: 0012702007; manufacturing date: 2025-03-05; use before date: 2027-03-05; full UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, in the patient's native annulus using a medtronic guidewire, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs), and the valve was under-expanded due to calcified leaflets. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Subsequently, an unspecified intervention was required. It was further noted that a 1.5-hour procedural delay occurred as a result of the event. Per the physician, the patient's calcified anatomy contributed to the dislodge. Additional information was received to report a second dcs and loaded valve (serial number unknown) were inserted into the patient and advanced to the heart; however, the dcs was unable to cross through the dislodged valve. The second dcs and valve were withdrawn from the patient.

Manufacturer narrative:
Corrected data: d4. Full UDI was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.